Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent). Related to operational context (procedural related) .evaluation conclusions: inherent risk of procedure (failure to deliver stent). Operational context caused or contributed to the event (procedural related).

Event description:
Photo review: a photograph received by the manufacturing facility confirmed a material break on the transition shaft. There is excessive stretching visible to the transition shaft indicating that force may have been used as the device was retracted. There are multiple kinks visible along the device hypotube. It was not possible to determine if the stent was present on the balloon of the device based on the photograph.

Event description:
It was intended to use an integrity 3.00 x 30 mm bare metal stent to treat a patient. The device was removed from the packaging, inspected and negative prep was performed with no issues identified. During attempted delivery of the stent to the vessel, it is reported resistance was encountered and the shaft of the device fractured inside the patient. No reported patient complications.

Manufacturer narrative:
(B)(4).